Event description:
The customer reported that insulin pump alarmed and kept going back to rewind. The blood glucose reading was over 84mg/dl. The customer also stated that insulin squirted out and the motor was very loud and noise. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump passed the displacement test, rewind, and self test. The device had a missing end cap sticker.